Event description:
A motor stall was reported. The stall was constant with critical alarm, confirmed by telemetry. The patient had a traumatic injury and fell through a wall and into a toilet on (B)(6) 2011. Following this he experienced withdrawal symptoms and noticed his pump alarming. The pump logs confirmed motor stall on (B)(6) 2011 and tube set log (B)(6) 2011. The drugs infused via the system included hydromorphone (dilaudid) 15mg/ml and bupivacaine (marcaine) 30mg/ml, status current. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).